Event description:
It was reported that approximately five months post stent implant in the left sfa, the patient presented with leg pain and imaging demonstrated that the stent had fractured. Balloon angioplasty was performed within the stent and an additional stent was implanted without complications. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device is unknown, therefore, a review of the device history records could not be performed. The stent remains implanted and the delivery system was discarded by the user facility; therefore, a sample evaluation could not be performed. The investigation is currently underway.